Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused bur is available for evaluation. The provided batch number (#: 1463637) has no corresponding with the catalog # involved in this complaint. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
Per condition #1 of exemption e2006004, events meeting the definition of a serious injury are required to be reported. Therefore, because of the separated piece was removed surgically, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a carb.b.surgery zekrya separated during first use inside the bone; the customer had to perform surgery to removed the broken piece.